Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer purchased purewick for the home. The hospital and home are very different. The hospital one had very strong suction not the home purewick urine collection system suction works for a little time and that was not strong. It cost a great deal of money and not worked. That was a lot of money and was to bad. For that was a good invention if the home work. Did not waste their money.